Manufacturer narrative:
The device is not available. The lot number is not available. Additional information has been requested from the reporter, including test results. If additional information becomes available, a follow-up report will be submitted. Leeches proceeding from six different lots were distributed to (B)(6) in 2017. Manufacturing records and acceptance testing results for all these lots were checked and found conforming to specifications upon release. No other adverse reactions nor events have been reported for this time period. The presence of symbiotic aeromonas and other bacterial species in the leech's digestive tract is essential for the animal's growth and survival. Prophylactic antibiotic treatment is always advisable.

Event description:
On (B)(6) 2017 - after suffering an injury with a circle saw to thumb, a flap / re-implantation was performed on patient. On (B)(6) 2017 - leech therapy commenced and patient started on trimethoprim-sulfamethoxazole for prophylaxis. On (B)(6) 2017 - flap failure. Patient returned to or for incision and drainage; evidence of infection. On (B)(6) 2017 - patient switched to ciprofloxacin. On (B)(6) 2017 - patient started on ertapenem. On (B)(6) 2017 - patient returned to operating room (or) for more debridement and finally revision amputation and removal of sequestra. On (B)(6) 2017 - ertapenem completed.

Manufacturer narrative:
The device was destroyed by the user. No further investigation possible.

Event description:
On (B)(6) 2017 - failure of graft and amputation of finger.